Event description:
A customer reported experiencing a high blood glucose event since (B)(6), 2025, with the specific level being unknown but indicated to be "high". The customer managed the high blood glucose by taking a correction injection via multiple daily injections. The technical support team recommended consulting with a healthcare provider to investigate potential causes, which the customer acknowledged.